Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports via phone call a high blood glucose value of 427 mg/dl and a motor error. Customer states they cannot get their blood glucose levels down. Troubleshooting determined insulin pump will need to be replaced and returned. Customer agrees and insulin pump is being returned for analysis.